Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log file showed the x-ray pc was not reachable. Upon troubleshooting, fse found the x-ray pc was booted to os and failed diagnostics. The fse replaced the x-ray pc, downloaded sw via the software install utility, restored bu, and verified the batch database. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray pc failed to fully startup. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.